Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Veterinary clinic reported the cuff is "popping during surgery". It was reported they tried under-inflating a bit, but the cuff still pops and they hear it when it happens. No injury or harm reported.